Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. The olympus technical assistance support instructed to change the maj-854 (remote cable) from monitor remote 2 to option 2 port. After this, instructed to also change the dual focus device to remote, and turn dual focus device to on under release one. Troubleshooting was able to solve the issue. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image. The issue was found during installation. There were no reports of patient involvement.